Event description:
It was reported that the lead had dislodged. The lead was extracted and a new lead was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, (B)(4) full lead.